Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty front panel. The front panel was replaced and the adjustments were made for the proper operation of the unit before being placed back into service. The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. Visual inspection revealed visible physical damage to the touch screen and water ingress into the screen. No further evaluation could be performed and no root cause could be identified due to the device being received damaged.

Event description:
The customer stated that the ventilator turns on but then it flickers and then goes blank. There was no patient involvement at the time of the incident.